Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was as high as 330 mg/dl. The customer was nauseous and a correction bolus was used to address the bg level. Due to an over-bolus after an occlusion, the bg level had dropped to 57 mg/dl. The customer was slurring and coworkers assisted by giving sugar to the customer to address the low bg level. Tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions as the customer had disconnected from the pump was using a back-up method to manage diabetes. The customer's current bg level was in the 200 mg/dl range.